Event description:
Issue description: an industry customer in (B)(6) notified biomérieux of obtaining a false positive result in association with the bact/alert® I nst culture bottle (ref. (B)(4), lot 0001057750) when testing auto-logical stem cells for treatment of cartilage injuries. The customer stated the bottle sensor was gray prior to sample inoculation. Following inoculation with patient auto-logical stem cells and phosphate buffer saline, the bottle was loaded onto the bact/alert® 3d instrument (ref. (B)(4)). The bottle flagged positive and the customer subcultured the bottle contents, a gram stain was not performed. The customer confirmed the auto-logical stem cell product was given to the patient prior to the bottle being flagged positive. There is no indication or report from the customer that the false positive result led to any adverse event related to the patient's state of health.

Manufacturer narrative:
An investigation was initiated in response to one customer¿s five complaints relating to instrument false positive industry culture bottles on the bact/alert® 3d dual t system with incubation module serial numbers 608il9057 installed 27dec2021, 610ira581 installed 27dec2021 and 007il9729 installed 02dec2020. The issue involved false positive results with bact/alert® inst (part 259785, lot 0001057750 expiry 04aug2022) culture bottles and bact/alert® iast (part 259786, lot 0001057824 expiry 25aug2022) culture bottles. ---investigation--- complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify this issue as a trend for bact/alert. Customer data review: biomérieux¿s technical services department were able to evaluate the backups, observe and identify atypical patterns in the reflectance curves associated with the false positive results on the customer¿s bact/alert® 3d instrument. These atypical patterns are identified as ¿step functions¿. A brief spike within a few bottle readings is referred to as a step function; an upward spike causes the bottle to be declared positive. Upward spikes were seen in the analysis of bottle graphs from the customer¿s data. There was no evidence seen in the data of exponential growth for step functions. The analysis of the data suggests a laboratory practice occurs at approximately the same time each day might be a contributing factor to the root cause. Biomérieux level 1, 2, and 3 support staff met with the customer via conference calls one time on 06may2022 to discuss this issue directly. During a conference call between the customer and biomérieux personnel, it was confirmed by the customer that bottles are loaded daily, at the same time each day onto the bact/alert® 3d instrument; the customer is looking for available cells to load bottles onto the instrument. This correlated to the nature of the step functions. The step function noise found in the graphs correlate to drawers opening and closing events found in the backups. A visual review of reflectance curves revealed that all step functions occurred during opening and closing events. Identify and verify root causes: through extensive analysis of the data backups, product return evaluation of the two racks from incubation module 608il9057, complaint record information and a customer conference call the most probable root cause has been determined. The most probable root cause of the false positive results is related to the customer¿s loading pattern workflow at the bact/alert® 3d instrument. The false positive results are directly related to events of opening and closing of the customer¿s bact/alert® 3d instrument drawers by the user. The opening and closing drawer events are from the customer looking for available cells to load bottles onto the instrument. Review of instructions for use: the investigator reviewed the bottle instructions for use (IFU) bact/alert® iast document 051004- 02 - 2020-09, bact/alert® inst (part number 259785) document 050991- 02 ¿ 2020-09 and finds guidance provided for storage, pre-usage inspection, handling of positives and limitations of test. The investigator concludes that the IFU and bact/alert 3d user manual provide adequate directions for the user. The limitations of the test states: 1. The laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Users considering the bact/alert® system and culture bottles for release of medical products, including human biological substances, should first consult their appropriate regulatory agency for requirements. 2. If inoculated culture bottles have not been loaded promptly into the bact/alert® instrument or have been incubated prior to entry into the instrument, the bottles should be visually inspected for indications of microbial growth. If microbial growth is evident, treat the bottles as positive and confirm by subculture and smear. 3. To ensure viable cultures and avoid excessive buildup of gas pressure, bottles should be promptly removed from the instrument after being signaled positive. 4. Samples determined positive by bact/alert® may contain organisms that are positive by smear that will not grow on routine sub-culturing media. When this is suspected, samples should be sub-cultured on special media. Also, bact/alert® positive samples may contain organisms that are not seen with routine smear methods and may require both specialized smears and sub-culturing media for detection and recovery. 5. Certain strains of haemophilus influenzae, neisseria meningitidis, and neisseria gonorrhoeae may be sensitive to sps, which may result in lack of growth or low production of co2 by these strains.12 6. Certain species of penicillium, aspergillus, or other temperature sensitive molds may not grow, or may grow but do not produce sufficient co2 to be determined positive. 7. A gram-stained smear from a negative bottle may sometimes contain a small number of non-viable organisms that were derived from culture medium components, staining reagents, immersion oil, or glass slides. In these cases, the gram stain may yield a false positive result. 8. This product is not for diagnostic use. Results of this test should not be used to diagnose disease, or to cure, mitigate, treat or prevent disease in a patient. The investigator concludes that the IFU provide adequate directions for the user ---conclusion--- through extensive analysis of the data backups, product return evaluation of the two racks from incubation module 608il9057, complaint record information and a customer conference call the most probable root cause has been determined. The most probable root cause of the false positive results is related to the customer¿s loading pattern workflow at the bact/alert® 3d instrument. The false positive results are directly related to events of opening and closing of the customer¿s bact/alert® 3d instrument drawers by the user. The opening and closing drawer events are from the customer looking for available cells to load bottles onto the instrument. The customer was immediately advised to stop their workflow loading behavior to reduce their false positives. In reviewing the last data backup provided by the customer and lcs; it was noticed that there was a reduction in the number of step functions. The percentage of step functions reduced from 23% in january 2022 to 10% in may 2022 and remained constant in july 2022. Overall, the reduction in the percentage of curves with step functions is consistent with the reduced number of bottles loaded per day, and the attendant reduction in drawer opening events. Queries of the complaint data do not reveal any adverse trend for any issue related to false positive results on the bact/alert 3d instrument or the culture bottles, bact/alert® iast lot 0001057824 and bact/alert® inst lot 0001057750. All lots met their release specifications.